Event description:
Additional information received from the consumer reported it took the patient two hours to charge. During the call they connected with the recharger and saw a 2702 error code. They cleared the code and made an excellent connection that went to good. The recharger speed was set to the fastest speed. The consumer was going to continue to charge and monitor connection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins).  Caller said at implant, patient was told he would only have to charge once a week and it would last a week but it never did. Caller reported prior to about 7 months ago it used to take 30- 40 minutes to charge the patient's stimulator to 100% every 2 days but now it takes 4 hours and often they go from 25-50 or 75%. Caller said patient (pt) has not had any programming changes to their settings and yesterday when trying to recharge pt got the code 626. Reviewed the meaning of 626: the ins level was lower than 25%. Worked with caller to use the handset which did not have the recharger app. Conferenced on mobility agent who was successful to load the recharger app. Call disconnected, called caller back to continue troubleshooting.  Encouraged caller to try to help the patient recharge to 100%. Reviewed some recharging info and best practice and redirected to their doctor or to call back if they needed assistance again in the future. No symptoms reported.